Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 97740 serial# unknown product type programmer, patient. H2: additional information received on the product # 97714, serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller inquired about MRI compatibility but stated patient programmer and insr are unable to connect to implantable neurostimulator (ins). Patient stated they started having problems with it a couple years ago, contacted their hcp and saw a mdt rep for reprogramming and has been using the system since then. Patient stated implantable neurostimulator (ins) has been charged all along, though, it has intermittently not been able to connect to external devices and they haven't been getting regular pain relief. Tss reviewed potential for overdischarge and option of following head-only guidelines for head scan. Tss redirected patient to hcp and emailed patient physician listings. Patient called back stating neither of their devices connect to their implant and they need to be able to connect so they can put it in MRI mode to have an MRI. Patient stated their follow up appointment to review the MRI results is soon. Patient called back and stated previous information documented in this case. Patient last successfully charged their implant about a month and a half ago. Health care provider (hcp) redirected the patient to patient services. Hcp had previously programmed the patient at the hcp's office and had come to the patient's house to restart their implant once. Agent reviewed overdischarge information. Agent redirected patient to their hcp to address the issue.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they needed an MRI and usually put their device into MRI mode beforehand to make sure they could, but last night the patient programmer (pp) wouldn't let the pt get to MRI mode. Pt confirmed they got poor communication.  Pt then tried to charge the ins, but would get reposition antenna screen when they tried to charge. Pss asked, pt said they last charged within the last few weeks, didn't think it had been a month, but pt was very hard to hear during the call and pss was not 100% sure how long pt had said it had been since they last charged. Pt stated their implantable neurostimulator recharger (insr) had been plugged in to the desktop charger (dtc), but was still getting charge your recharger battery screen (middle picture on page 51 of recharger manual). Pt confirmed the green light was on the dtc and there was no damage to the cord. Pt inspected connector pin and said the pin was bent a little bit. The issue was not resolved. An email was sent to the repair department to replace the dtc. Additional information was received from the patient. Patient stated the received the external device today. Patient stated she is getting the poor communication message on the pp and reposition antenna screen on the insr. Patient stated the ins was last charged a month ago. Patient services reviewed ins is in possible overdischarge state and recommend patient consult with their hcp for next steps.

Manufacturer narrative:
Continuation of d10: product ID: 37761, lot# serial# (B)(6), product type: recharger product ID :97740, lot# serial# unknown, product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the desktop charger (serial# (B)(6)) found there was a frayed cord. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Pt called and had reference letter but insisted they did not have any questions on the letter and insisted they did not know anything about what happened to their old ins. Pt said they provided their external equipment to their mdt rep. And the hcp dealt with the ipg. Pt had no idea why they got the letter two times and had no idea what to do to respond to it. Technical services (tss) tried to assist pt, but pt could not locate any questions on the letter. Pt just said their old ins "died." Pt was very difficult to understand.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they noted the system was not charging. The pain levels were not affected. Pain was persistent. The patient had the battery for the stimulator replaced under general anesthesia. The issue has been resolved. The new battery is effectively addressing the pain issue.

Manufacturer narrative:
B5 : additional information updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that the cause of the ongoing ins connection issues is not charging the ins for a significant period of time. As an action, they visited the doctor who initially placed the device for them. The issues related to the device are in the process of being solved.